Manufacturer narrative:
(B)(4). Visual examination of the device found no material or functional damage. Functional test found no issues with respect to attachment or retention of the implant. Instrument functioned as intended. Could not duplicate the customer concern.

Event description:
It was reported that the implant inserter was worn so it would not hold the implant. No patient complications were reported.